Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bakers grade unknown capsular contracture. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with an unknown mentor silicone prosthesis experienced unknown-sided bakers grade unknown capsular contracture post procedure. As a result, patient underwent bilateral replacements as follow: left replaced with cat#: 3504751bc, sn#: (B)(4), and right replaced with cat#: 3504751bc, sn#: (B)(4) on (B)(6) 2016. The type of device involved is unknown, and the gel procode/common device name are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received. Note: please see previous event for this patient in manufacturer report number: 1645337-2021-04913.